Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for intractable spasticity. It was reported that the patient's pump was filled last week and there was a discrepancy in volume. The hcp was expecting back 4.7ml but got out "2 drops". The hcp stated they tried multiple refill kits but could not get more drug out. The hcp filled the pump. The patient came back 3 days later with overdose symptoms and felt woozy/groggy. The hcp stated they adjusted the dose down and the patient stated they were feeling better.

Manufacturer narrative:
H1. As it was indicated the patient was admitted for observation, this event now includes serious injury and has been updated accordingly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp), and the patient's medical records from the past few appointments, regarding the patient receiving gablofen (224.6mcg/day at 2000mcg/ml). The patient's current medications were also provided which included oral adderall (10mg capsule), oral lipator (60mg tablet), lovenox injection (40mg), oral lexapro (20mg tablet), and oral zestril (20mg tablet). The patient also received the influenza vaccine while at the hospital. The hcp reported that the pump was empty when the logs read there should be >5ml remaining. The hcp mentioned that the patient was new to their office. The hcp was only able to withdraw 2-3 drops. When the pump was filled and the rate/concentration remained unchanged, the patient had signs and symptoms of overdose. Actions taken to resolve the issue was that the rate was decreased several times in order to decrease lethargy and subjective weakness. At the patient's (B)(6) 2025 transition of care appointment, the patient stated they had moved at the end of september. The patient has a history of multiple sclerosis since 1995 and has had an infusion pump since 2002. The patient had been requesting an increase prior to their move, but their former provider preferred to give the patient oral baclofen to use as needed. The patient thought they took too much of it trying to calm down the lower extremity spasticity and stated they had to be taken to the emergency department upon arrival to their new state for evaluation. The patient stated everything "locks up" when they stand up, which was painful. The patient stated they have nerve pain down their lower leg extremities but doesn't take medication for pain. It was determined that the hcp would do a small increase on the patient's infusion rate, and the patient was cautioned to not take as needed oral baclofen or valium doses. At the patient's (B)(6) 2025 appointment, the hcp reported during the refill, they accessed the pump three separate times, using three separate kits and sterilizing in between, to ensure that the pump reservoir was actually empty. The hcp reviewed the signs and symptoms of baclofen withdrawal with the patient, and the patient was instructed to visit the emergency department if they have any adverse effects. They would assess for a dosage increase in (B)(6). At a (B)(6) 2025 physical medicine consultation, the patient had reported their body felt heavy. It was noted here that the patient went in for their baclofen pump refill (B)(6) 2025 and noted having increased spasticity in the weeks prior to their refill. It was noted there was a discrepancy with what the pump was reading and what the hcp was able to withdrawal. The pump was kept at 299mcg/day. The patient stated that starting friday morning (B)(6) they felt weak and sleepy. The patient came in to the emergency department that night. The patient was admitted under observation for continued workup. The labs were unremarkable. The patient stated they felt like their body was heavy and their mind was tired. The patient also stated they had not had a bowel movement in the past few days. At their (B)(6) 2025 appointment, the patient requested another decrease. The patient had stated they felt better but their legs still felt heavy, especially in the morning. During the appointment, the hcp spoke with a manufacturer's representative (rep) who stated that if the patient had been having issues with their pump since replacement, and the expected residual volume was so different than the pump stated it should be, that the patient should be considered for replacement, and the pump investigated if explanted. The pump was reprogrammed from a dosage of 249.8mcg/day to 224.6mcg/day. The patient at the time didn't want to pursue anything until after the holidays and stated they would contact the hcp if they had adverse effects and wished to decrease further.